Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that air-in-line sensor issue occurred. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device all intact. There was evidence of the error in the event history log. The customer reported problem was verified/duplicated. Air detector failed to pass functional test was not operating as intended. The investigation found that the air detector was inoperable/faulty. For corrective action, the air detector was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Other text: b5: additional information was received via customer response with new information that there was no patient involvement., corrected data: d4: correction: model number: 2120, h6: correction: evaluation codes conclusion: d15-cause not established.